Event description:
The nurse was unable to assign her patient to a remote notification pager. Attempts were made to use another pager, telemetry transmitter, cic (central information center), as well as the back up emergin paging server. After extensive troubleshooting, it was determined the problem was related to the spelling of the patient's name. Letters in the patient's name were interpreted as a command mode. The problem was duplicated on other philip's cics, cds(clinical data servers) and emergin paging servers. All of the cds had database version d.01.01-05 and software version d.01.01-04. The emergin paging server was running software version 7.02. The problem was duplicated on emergin paging servers with software version 7.00 and 6.0. The philips cds was running software version e.00.28. The problem was also duplicated on cic's with software version g.00.18 and e.01.15.